Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. However, an alternate sample from one of the identified lots was returned from stock for investigation, simulation use tested and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported fluid leakage during treatment inside the cassette compartment of the cycler. Treatment was cancelled. The sample set was discarded. During follow up, the patient's peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or need for any medical intervention. The patient was not prescribed any prophylactic medication.